Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high bipolar pacing impedance. In addition, there was varying impedance on both the tip to ring and tip to coil pacing impedance vectors. The lead remains in use. No patient complications have been reported as a result of this event.